Event description:
During and after the 17th treatment session, the pt complained of blurred vision in the right eye. Normal vision returned a few hours later. No problems were reported during the 18th treatment session. During the 19th treatment session, the pt complained of blurred and double vision in the right eye. Pt saw an ophthalmologist and was diagnosed with macular edema. Normal vision returned within a few hours without intervention.